Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult or delayed activation (clip deployment), associated with the difficulty deploying the clip (mandrel separation from the clip), could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The device was prepared per instruction for use (IFU). During deployment, the mandrel would not come out of the clip. After 18 minutes of troubleshooting, the clip was able to be deployed. Mr reduced to grade <1. No additional information was provided.